Event description:
It was reported that balloon rupture, shaft break, and markerband break occurred. The 65% stenosed target lesion was located in arteriovenous shunt (av) in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, before inflating at nominal pressure, the balloon burst. Also, it was found out that the balloon broke into two. The doctor checked the blood flow, however, the proximal markerband was broken and removed. The device was removed slowly and carefully. The physician was unsure if the device had totally removed from the patient, since some part of the balloon might have been rolled together with the wire. The physician had checked with the cam, but there was no other thing could be seen in the cam. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture, shaft break, and markerband break occurred. The 65% stenosed target lesion was located in arteriovenous shunt (av) in the moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, before inflating at nominal pressure, the balloon burst. Also, it was found out that the balloon broke into two. The doctor checked the blood flow, however, the proximal markerband was broken and removed. The device was removed slowly and carefully. The physician was unsure if the device had totally removed from the patient, since some part of the balloon might have been rolled together with the wire. The physician had checked with the cam, but there was no other thing could be seen in the cam. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older device evaluated by MFR.: a mustang device was returned for analysis. A complete balloon circumferential tear was identified located approximately 22mm distal of the proximal balloon sleeve. The distal section of the balloon tear including a section of the inner shaft, markerbands and tip was not returned for analysis. A visual and tactile examination found the shaft of the device to have completely detached. The break was located approximately 10mm distal of the proximal balloon sleeve. The detached section of shaft that was not returned along with the two markerbands, part of the balloon and distal tip.